Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement. It was discovered when the right atrial (ra) lead pacing was captured in the ventricle. It was confirmed by x-ray. No additional adverse patient effects were reported.